Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found.

Event description:
It was reported that during the implant procedure the lead was dropped. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the implant procedure the lead was dropped. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed event date to (B)(6)2008. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found.